Event description:
As of the date of this report, the patient had decided to have the pump removed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. No filling or aspirating issues were encountered. The reservoir/fluid path were destructively analyzed with no significant anomalies encountered.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the hcp (healthcare provider) was only able to fill the pump with half of the medication because the hcp met with resistance. The cause of the volume discrepancy was the pump was only filled half way with 20cc of solution. The patient returned and the manufacturer representative was there also as the hcp accessed the pump. Prior to accessing the pump the patient returned the following day the pump was interrogated by the manufacturer representative who believed there was an air pocket. The patient then returned again and with the manufacturer representative the pump was accessed and at that time the hcp withdrew 28.5cc of fluid. They suspected that the pump was not working. The pump was refilled with 10cc of normal saline. The pump was programmed to stopped pump mode on (B)(6) 2014. The patient was placed on oral morphine but had to be dc¿d due to bilateral foot edema. The hcp dosed duragesic patches but the patient stated they still had withdrawal symptoms. The patient recovered without permanent impairment.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported the pump was explanted.

Event description:
Additional information later reported the patient was placed on oral morphine at the time of the refill. There was no pocket fill noted at the time of the refill. The reporter had not had any further communication from the office or the patient since then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately one month prior to this report, the patient noticed a gradual onset of nausea, breakthrough pain, and sweats. At the refill appointment on (B)(6) 2014, the hcp (healthcare professional) was unable to fill the pump reservoir full. There was no volume discrepancy at the refill. Instead of doing any troubleshooting at that time, they just filled the pump until it stopped. They did not know how much drug was actually put into the pump. On (B)(6) 2014, the patient came in for another pump refill and there was a volume discrepancy. The actual reservoir volume (28.5 ml) was greater than the expected reservoir volume (4.5 ml). No diagnostic studies had yet been performed. The device system was delivering morphine. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # unknown, product type catheter. (B)(4).